Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/16/2019. The field service engineer (fse) evaluated the device and verified the reported condition. The fse replaced the check valve 3 to address the issue. The ventilator passed all testing and operated within the manufacturing specifications. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator failed the extended self-test with error code check valve 3 (cv3) leak (3110). The ventilator was not in use on a patient at the time of the event occurred.